Event description:
Patient reported left side rupture and "swollen lymph nodes". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side rupture and "swollen lymph nodes". Capsular contracture was later reported (baker grade unknown). The device has been explanted.

Event description:
Patient reported left side rupture and "swollen lymph nodes." Capsular contracture was later reported (baker grade unknown). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Lymphadenopathy: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observations observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown.